Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, two months after the implant procedure, the implantable cardiac monitor (icm) eroded through the skin and was sticking out of the initial incision. The icm was explanted and replaced. No further patient complications have been reported as a result of this event.